Event description:
Healthcare professional reported right side intracapsular rupture and capsular contracture, baker grade I. The color of the device was observed to be modified during surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.